Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced.

Event description:
The hospital reported that, when utilizing the adjustable pressure limiting valve, the pressure was noted to be higher than expected. There was no report of patient involvement.